Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number was 80515001 with an expiration date of 31-mar-2026. The field service engineer found a pinhole in the rinse mechanism waste tubes. He replaced two pieces of the rinse waste tubes and replaced a missing sample probe teflon seal. He ran a hardware check and precision studies with results within specifications. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 6000 c 501 analyzer. For tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application, the initial result was 13.7% and the repeat result was 7.6%. The repeat result using an integra 400 analyzer was 5.04% and was believed to be correct.